Event description:
It was reported that a patient wiggled out of the bed causing an injury without the bed exit alarming. No details were given regarding the type of injury received or if any medical intervention was necessary.

Manufacturer narrative:
This complaint was originally reported with no specific product details (no model/catalog number and no serial number) and it was thought that the bed may have been manufactured by stryker medical (B)(6) (3006433555). However, after a conversation with the account on (B)(6) 2017 they confirmed that it was a unit manufactured by stryker medical (B)(6). Therefore, a new med watch has been submitted under stryker medical (B)(6) registration number. See med watch number 0001831750-2017-00064 for the corrected report.

Event description:
It was reported that a patient wiggled out of the bed causing an injury without the bed exit alarming. No details were given regarding the type of injury received or if any medical intervention was necessary.